Event description:
The long sheath unraveled/delaminated during removal from the patient. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.